Event description:
On 29/jun/2026, it was reported that this patient on peritoneal dialysis (pd) therapy has peritonitis during a call to customer support for drain complication during pd treatment with the fresenius cycler. Troubleshooting during the call identified that the patient had visible fibrin in the drain bag. There were no reported allegations that peritonitis was caused by fresenius product. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2026 the patient was seen in the outpatient pd clinic with symptoms of abdominal pain. Per the nurse, the patient had a pd obtained (the same day) which was positive for growth of bacteria pseudomonas aeruginosa. The patient was initiated on intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and ceftazidime (dosing not provided for a diagnosis of peritonitis. Additionally, the nurse confirmed that due to peritonitis the patient had fibrin formation in the pd catheter (not a fresenius product) which was causing drain complications during pd treatment with the cycler. As a result, the patient is using heparin, per standing order. The patient is recovering and continues pd with the same cycler. The nurse could not provide the exact cause for peritonitis due to not having any pd culture obtained. However, it was confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event. The nurse stated the patient will be re-educated on proper pd technique.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy, most often associated with the pd catheter as a source for infection. Based on the available information, the exact cause for peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused peritonitis.